Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella device was not returned for evaluation. However, data logs were reviewed which showed a gradual increase in purge pressure triggering the high purge pressure alarm which was troubleshooted per the tissue plasminogen activator (tpa) protocol. Rise in pump flows at p-7 were observed during the high purge pressure event. After about 8 hours the purge pressure gradually decreased with likely tpa addition. This suggests that the block was most likely biomaterial. The root cause of the high purge pressure issue was most likely biomaterial per clinical and data log review. The instructions for use states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported an impella 5.5 was implanted in a 50-year-old female patient for cardiomyopathy. It was reported that a ¿high purge pressure/purge system blocked¿ error message occurred during patient support. The tissue plasminogen activator (tpa) protocol was initiated. The high purge pressure alarms continued and argatroban purge was initiated the following day. Support remained ongoing. However, the staff was made aware that the current purge was off label. There was no patient harm.